Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The evaluation confirmed the user's reported phenomenon of a damaged probe. A probe check was performed on the device and the probe check failed. An error code u509 was observed. A visual inspection noted that the teflon pad was found to have normal wear. The proximal end of the device was inspected under microscope and the probe was found fractured.

Event description:
Olympus was informed that at the beginning of a laparoscopy hysterectomy procedure, an error code was noted, prompting the user to change the device. The device was observed to be damaged or cracked. The device was replaced and the intended procedure was completed with another similar device. There was no patient injury reported.